Manufacturer narrative:
The device was received with the cannula assembly in the fully deployed state. The exact timing of the needle deployment is unknown. The pod data indicates that the pod completed first and second prime and was deactivated by the user. Pod data was observed to contain timeouts paired with a momentary drive stall. A rerun was performed, and the drive stall did not replicate, and the pod successfully underwent priming and delivered a 5-unit bolus. It cannot be conclusively determined whether or not the observed drive stall led to the user reported event. The drive mechanism was inspected and brass shavings from the tube nut were observed on the lead screw of the plunger. Because the drive stall did not replicate in the rerun, the brass shavings cannot be confirmed as the cause of the user reported events. Because the pod was returned fully deployed, it cannot be conclusively determined when exactly the pod needle mechanism deployed, thus it cannot be conclusively stated whether or not the brass shavings caused the user reported event. The exact cause of the user reported event could not be determined.

Event description:
It was reported that the needle never deployed the cannula into the skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.